Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the complaint is cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, the colonovideoscope exhibited foreign objects in the air/water (a/w) channel, jet tube, plastic distal end cover, bending section rubber (a-rubber), connecting tube, switch box, a/w cylinder, and scope connector case unit (sc-case unit), as well as j-tube clogging in the control unit and corrosion on the scope cover (s-cover). There was no patient involvement.